Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported the end user observed the iabp display screen flickering. The fse tested the iabp for 2 hours and could not duplicate the failure. The iabp passed all functional and safety test per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the display on the intra-aortic balloon pump was flickering. This event occurred prior to the iabp being used on a patient. No patient involvement and no adverse event have been reported.